Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6) 2024, around 05:00am, the patient was traveling with their daughter. When their daughter noted that the patient was unconscious, she called the emergencies. The paramedics arrived after 4 minutes and treated the patient with a glucagon injection, and with a bolus of 50 percent dextrose. The patient was brought to the hospital, where they eventually recovered and were discharged at 10:20am on the same day. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.